Event description:
Disposable arthroscopic shaver blade- stryker 4.0 mm aggressive plus lot #11363 ce2 ref # (B)(4) opened sterile onto field prior to acl procedure and appeared intact. When surgeon began using shaver during acl procedure he noticed metal flake residue from shaver in pt's knee. Shaver was removed from field and replaced without problems. Knee flushed with saline and shaved till no metal flakes were visible.